Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by cloudy fluid. The breach in aseptic technique was further described as the patient did not clean the exchange area before starting peritoneal dialysis (pd) therapy. It was also reported that the patient had placed ¿tape on the port instead of gauze.¿ according to the nurse, the patient's transfer set was "rather dirty." The same day, the patient was hospitalized and began treatment with unspecified antibiotics for peritonitis (dose, route and frequency not reported). Three days after admission to the hospital, the patient was discharged. On an unreported date, the patient recovered from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available.